Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to concerns of loss of capture (loc) on the right atrial (ra) lead. Upon review, intermittent ra loc, farfield r-wave oversensing and possible atrial undersensing were observed. Ts recommended to the hcp to schedule an in person visit for further device evaluation and recommended reprogramming options. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to concerns of loss of capture (loc) on the right atrial (ra) lead. Upon review, intermittent ra loc, farfield r-wave oversensing and possible atrial undersensing were observed. Ts recommended to the hcp to schedule an in person visit for further device evaluation and recommended reprogramming options. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequent additional information was received from the field representative that reported, during a follow up clinic visit, this pacemaker and right atrial (ra) lead were checked, and ra sensing was reprogrammed by the physician due to intermittent low amplitude ra signals. The physician was unable to confirm ra capture threshold. It is believed cause to be due to functional non-capture or electrically dead atrial tissue. The pacemaker and ra lead remain in service. No adverse patient effects were reported.